Manufacturer narrative:
(B)(4). (B)(6). Date of event is unknown as it was not provided the phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm or verify that there was an issue with the operation of the machine. The fss found no issues. The fss performed a preventative maintenance (pm). As part of the preventative maintenance, the filters and o-rings were replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported having low vacuum. A brief description from the surgery center indicated there was vacuum loss during surgery. No patients were affected by the vacuum issues, therefore, no patient injury reported. No additional information was provided.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.